Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), developed a pocket infection. The patient was treated with medication. Patient is fine, and entire system remains implanted. There were no additional adverse patient effects reported.